Event description:
It was reported that the patient's system consists of a (B)(6) pacemaker with this implantable lead. The ordering cardiologist stated this patient required a medical resonance imaging (MRI) and that a (B)(6) representative informed him that the system is MRI conditional. However, the system is not MRI conditional due to the competitive leads and the representative stated he did not tell this physician that it was safe to perform an MRI. Documentation was requested confirming that this patient is not MRI conditional. A (B)(6) technical services consultant reviewed this patient's implant data and guided the caller to the image ready website. This lead remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).